Event description:
A report was received through FDA¿s medsun program with ref no (B)(4) stating that: "during vent check, respiratory noted ventilator (vent) was not delivering to set volumes. Patient taken off vent and different ventilator obtained without further incident, no harm to patient, vent to biomed for evaluation." Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.